Event description:
It was reported that during an unknown procedure, after having used the device for half an hour, it blocked and the active blade broke. The procedure was completed using a device of a different product code. There was no pt consequence.